Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported ventilator inoperable. No patient or user harm was reported.

Manufacturer narrative:
G4: 22jul2020. B4: (B)(6)2020. Failure investigation (fi) technician verified the power management printed circuit board assembly operated within specifications, the received battery was severely depleted. Therefore, a trickle charge state (longer than 4 hours) was necessary to return the battery to a chemical state where the battery can be recharged at a faster rate (approximately 4 hours). No-fault found with the returned back-up battery or power management printed circuit board assembly. Customer complaint not verified. The determination could not be made that the device failed to meet specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17apr2020. B4: 17apr2020. The manufacturer's field service engineer (fse) confirmed the reported issue. It was also confirmed that the device will not run on internal battery. Device shuts down when unplugged from (alternating current) ac power. Battery charge indicator will not light up while plugged in and shows low voltage. The fse replaced the defective power management board and battery to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.